Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during self-test as well as customer had some audio issue with insulin pump. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the fill cannula was not recorded in daily history. Customer stated that they performed self-test and it passed. Customer stated that they had another brand new insulin pump but they preferred a one that had volume issue and also stated that the volume still not working when increase and decreasing. Customer stated that they received change sensor alerts. Customer reports they did receive a calibration not accepted alert. The insulin pump will not be returned for analysis.